Event description:
Additional information provided indicated that there was no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and user mode testing were performed. The reported problem "lec 1729" was not duplicated. During investigation, on initial boot up lec 1720 was displayed on the pump. According to the investigation, 1720 indicates a bad backup power capacitor. The error was cleared and did not reappear during testing after several power cycles were performed. Investigation confirmed that there was nothing inside the pump that appeared unusual. Further investigation, the pump power button would not always turn the pump on after it was powered off, but always turned it off. Inserting the battery always turned it on. The pump operated normally when an mp test board was installed. According to the investigation, a bad mp board caused the reported problem. Service will replace the mpu board to correct the reported problem.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code "lec 1720". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.